Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp shim exhibits signs of repeated use and missing components, one bearing. The missing component was not returned. The device history records were reviewed and no discrepancies were identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Concomitant medical products : tibial articular surface provisional; p/n: 42517000303, l/n: 62301862. Tibial articular surface provisional; p/n: 42527900504, l/n: 64197980. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05264, 0001822565 - 2019 - 05266.

Event description:
It was reported that the instruments were returned due to wear. Subsequently, the instruments were also missing two ball bearings. No adverse events have been reported as a result of the malfunction.